Event description:
A biomed engineer and respiratory therapist reported that when there was a loss of power, there was no audible alarm. A nurse was there at the time of the event and alerted the rt the vent was not cycling. There was no harm or change of therapy to the pt. The mallinckrodt customer service engineer checked all power supply voltages verified the trip point, and could not duplicate the event. The unit functioned to specs. The alarm assembly was replaced as a precautionary measure.